Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a no delivery alarm. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit from the tubing with a plunger and during a manual prime. Customer was advised their insulin pump was working as designed. The customer was also advised the alarm may be caused by an infusion set/reservoir occlusion. No additional information provided.